Manufacturer narrative:
The pipeline flex device has been returned and evaluation is in progress. A follow-up MDR will be submitted when device investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex did not open during a procedure. The product was used during a flow diversion procedure for a cerebral aneurysm. The vessel tortuosity was noted as slightly severe with the vessels being slightly large in diameter. It was reported that during the procedure, the physician attempted to unsheath the pipeline flex from the catheter for about 30 minutes, but the sleeve could not be separated. The pipeline flex device also would not open on the distal end. It was then noted that "eventually the pipeline flex was trapped" so the physician removed the system. A new device was used to complete the procedure. There was no known impact or consequence to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that the aneurysm was on the right side with an unruptured, saccular shape and a neck width of 10mm. The landing zone vessel diameter had a distal side of 4.21 mm, proximal size of 4.98mm. The devices were prepared as per the IFU.

Manufacturer narrative:
The pipeline flex delivery system stuck inside the distal segment of the marksman catheter, was returned for evaluation within its inner pouch; inside of a sealed bio-hazard bag and a shipping box. The pipeline flex delivery system could not be pushed out or remove from the catheter lumen. For further examination, the catheter was cut to remove the pipeline flex delivery system. A minimal amount of blood was observed inside the catheter lumen. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The outer diameter (o.d) of the re-sheathing pad was measured within specifications (0.5848mm). The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the pipeline flex braid were found fully opened with moderately frayed. The pushwire appeared to be bent at 38.5 cm from the proximal end. No defects were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. The total and usable lengths of the catheter were measured to be within specifications. The catheter tip and the marker band were examined and no damages were found. The catheter body was found to be accordioned at 18.5 cm to 31.0 cm from the distal tip; and also accordioned at 7.5 cm to 10.5 cm from the proximal end of the hub. No flash or voids molded were observed in the hub. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel could pass through the catheter tip and hub with no issue; however, resistance was observed at the accordioned locations. No other anomalies were observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.